Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Technical support identified that speaker holes on back of pump were obstructed, instructed customer to remove obstruction, gently clean speaker holes with soft brush and lint-free cloth, remove and reconnect cartridge, and wait for insulin delivery to resume; insulin delivery successfully resumed after these steps.